Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to keyboard issue. A field service engineer replaced the keyboard and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had a keyboard failure. The customer reported that the malfuntion occured when the user was trying to logging into the station and there was a delay for 2-3 minutes. There were no adverse events or injuries reported based on this incident.